Event description:
Incident as reported: lap chole - "upon reentry of clip applier via 5mm advanced fixation trocar, dr. (B)(6) commented on metal piece protruding from the distal tip near the jaw of the clip applier. He fired the clip applier, a clip loaded, was placed on vessel, appeared secure. Dr. (B)(6) commented that the clip looked secure and proceeded to fire 2 more clips and secure the vessel without incident. The metal protruding piece remained visible and was examined upon removal."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.